Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and scratched reservoir tube window.

Event description:
The customer's husband reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's husband stated that the customer is about to go back to using the pump after a neck injury. Customer was having an issue when she gets to fill cannula. Caller stated that the alarm happens 3 times and when they try to get the rewind sequence, the pump has already been rewound. Customer's blood glucose was 278 mg/dl at the time of the incident. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.